Manufacturer narrative:
Patient information was requested. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had driveline power fault alarms. Log file analysis showed driveline power faults beginning on (B)(6) 2022 at 8:23:08. Motor function was not affected by these events. It was recommended to replace the modular cable. The system controller also had a dimly lit pump running symbol. There were loss of external power events on (B)(6) 2022 where the emergency backup battery (ebb) was used to support the system during these events. The loss of external power events occurred when the patient removed external power to untangle cables. The modular cable and system controller were exchanged. There were a few events recorded after the driveline was connected to the new controller. No further driveline power faults have been detected and the recorded data indicated that both power leads were intact. The patient was asymptomatic.

Manufacturer narrative:
Section a2: patient age was estimated based on age at time of implant. Section a4: patient weight was estimated based on most recent provided . Manufacturer's investigation conclusion: the reported events of driveline power fault and dim pump running led was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 4 days (16may2022 ¿ 19may2022, 24may2022 per timestamp). Events occurring on 22may2022 were recorded during testing at abbott labs. A driveline power fault alarm was intermittently active on 19may2022 from 08:23:08 ¿ 12:27:08 due to a power a broken fault. The alarm cleared after the driveline was disconnected on 19may2022 at 12:27:08. Pump operation was not affected by this alarm. There were no other notable alarms active in the log file. The heartmate 3 system controller was functionally tested and passed all testing without any alarms activating. The reported driveline power fault alarm was unable to be reproduced; however, during testing it was observed that the pump running led was dim. A root cause for the reported events was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 18jun2019. Heartmate iii instructions for use rev. C section 7 - ¿alarms and troubleshooting¿ and heartmate iii patient handbook under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault and no external power alarms. Heartmate iii patient handbook rev. C section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. Heartmate iii patient handbook rev. C section 2- ¿how your heart pump works¿, under sub-section titled "connecting the driveline to the system controller", provides the proper steps for connecting the driveline to the system controller. This section informs the user to ¿align the white arrow/alignment mark on the driveline cable connector with the white arrow on the system controller driveline connector.¿ heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.